Event description:
An attempt was made to insert a urinary drainage catheter in anesthetized patient prior to a surgical procedure. The rn said that the catheter was inserted without resistance. There was no return of urine, so the catheter was removed. The balloon had not been inflated. There was some oozing of blood from the meatus after the catheter was removed. A urologist was consulated and inserted a 16f catheter. Pt returned to surgery 8 days later for fulguration of a bleeding pit in the urethra. Surgical findings:false passage rt bulbous urethra with bleeding. Pt reports no previous symptoms of urinary problems.no apparent problem with the device was noted by the rn.